Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer reported a lower sensor scan in comparison to reading obtained on the built-in meter. Customer felt dizzy, almost passed out, and self-treated with cardura (antihypertensive). The customer also had contact with a healthcare provider, and was provided unspecified treatment for diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed for modified serial number and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 3mh004epf38 has been returned and investigation is currently in process. A follow-up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer reported a lower sensor scan in comparison to reading obtained on the built-in meter. Customer felt dizzy, almost passed out, and self-treated with cardura (antihypertensive). The customer also had contact with a healthcare provider, and was provided unspecified treatment for diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.